Event description:
A tandem mobi cartridge alarm was reported during pumping, confirming cartridge alarm 34. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.